Event description:
Event description cpi received information that during the implant procedure of the implantable cardioverter defibrillator (ICD), the physician noted noise on the electrograms. He was not able to resolve this and elected to implant another ICD.